Manufacturer narrative:
Device evaluated by MFR.:the device was returned for analysis. Visual inspection of the device found that there were numerous sheath kinks. The wire returned frozen within the burr catheter as it was able to be removed from the advancer with resistance due to kinks on the wire. The coil was found to be stretched from the handshake connection to 8mm proximal from the burr end of the device. At 13.5cm in length from the tip of the device, the sheath was worn. At 25.5cm proximal from the tip of the device for a length of 26cm, the sheath was worn. Device-to-device interaction revealed that the returned advancer was connected to the rotapro console control system. When the knob switch (ablation button) was pressed, the device was able to reach and maintain optimal speed with no resistance or issues.

Event description:
Reportable based on the device analysis completed on 15jul2025. It was reported that the burr could not cross the lesion. The 97% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 1.25mm rotapro and a rotawire were selected for use. During the procedure, the burr failed to reach the lesion due to angulation. The procedure was completed with another of the same device. No complications were reported. However, device analysis revealed that the coil was stretched, the returned rotawire was frozen within the burr catheter.